Manufacturer narrative:
The cartridges involved with this complaint were requested to be returned; however, animas has not received them. If the cartridges are returned, an evaluation shall be completed and a supplemental report will be filed. Cartridges with lot # b201582 were confirmed to be defective. When tested, fluid was observed leaking from the plunger end of the cartridge.

Event description:
The reporter contacted animas to report insulin leaking from 2 cartridges (lot b201582). There was no adverse event associated with this complaint. The pt was advised to discontinue using the reported lot # of cartridges and replacement cartridges were sent to the pt.